Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the transmitter was unable to read the device via bluetooth (ble) telemetry. Technical support was contacted and recommended an in clinic follow up. The patient presented in clinic, and the device was unable to be interrogated using ble telemetry. Technical support was contacted again and reprogramming was performed to resolve the event. The patient was stable.